Manufacturer narrative:
Results: the lantern was kinked approximately 4.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that the lantern was kinked. This type of damage typically occurs due to improper handling during removal from the packaging or during preparation for use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, it was noticed that a lantern was kinked; therefore, it was removed. It is unknown if the lantern was kinked prior to insertion into the patient. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.